Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during a scheduled follow-up, the warning message a3 was displayed. Battery condition was normal. The patient went home after the follow-up, and will come back on (B)(6) 2017 for an ablation.

Manufacturer narrative:
Following the second hardware reset procedure performed on (B)(6) 2017, the estimation of the residual longevity displayed by the programmer was corrected and will not be underestimated anymore.

Event description:
Reportedly, during a scheduled follow-up, the warning message a3 was displayed. Battery condition was normal. The patient went home after the follow-up, and will come back on (B)(6) 2017 for an ablation.